Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe control 10ml ll bns had a syringe needle connectivity issue. The following information was provided by the initial reporter: material #304134. Lot #unknown. Verbatim: rcc received a complaint via email. Medline complaint #: (B)(4) defect description: syringe loose connection - "spiraled off" when connected to the manifold. Medline part #: 23119. Product description: syr cntrl 10ml l/l. Vendor part #: 304134. Date reported: 11/24/2025. Sample received: no. Response needed: yes - incident reported to the FDA as MDR-30 day. Reference no. (B)(4).

Manufacturer narrative:
Investigation results: root cause couldn't be determined due to unavailability of sample information. A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.